Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number, or sample was provided. Per the article early cannulation grafts in a complex position are safe and efficient considering their patency and complication rates.

Event description:
Received an article titled "early cannulation grafts in straight axillo-axillary angioaccesses avoid central catheter insertions". The purpose of the article was to report an experience in patients who had a straight axillo-axillary angio access. All patients who had undergone an early cannulation axillo-axillary angioaccess between 2008 and 2010 were reviewed. Per the article adverse events included: graft thrombosis and hematoma.